Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(6)) had a "pump failure" error message" was confirmed based on the functional testing results. The root cause of the reported complaint was a malfunctioning I/o board, likely attributed to the device's aging. The thermogard system was manufactured in 2014 and is over nine years old, past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was noted. The event log review indicated no record of any hardware failure error code. During the preliminary functional testing, the roller pump of the thermogard system was not rotating when the prime switch was pressed, thus, confirming the reported complaint. The I/o board was replaced to address the reported complaint. The thermogard system was calibrated after the part replacement, and the system passed the post (power on self-test) without errors. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Follow-up MDR has been created to retract the submitted MDR, as the thermogard xp ivtm system (sn (B)(6) was a demo device and was not used on the patient. Therefore, this event is a non-complaint.

Manufacturer narrative:
The thermogard xp ivtm system in the reported complaint has not yet been returned for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
Before training the customer, the zoll salesperson checked his demo thermogard xp vtm system (sn (B)(4) and observed a "pump failure" error message. Zoll salesperson noted that the roller pump was not working as intended. No patient involvement.